Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not work.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure performed on an unknown date. During the procedure, the clip did not work. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure performed on an unknown date. During the procedure, the clip did not work. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 05/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not work. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath and clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not work was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of premature deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.